Manufacturer narrative:
The device was not returned to zoll medical; however, the customer returned the ECG data file. Review of the event data indicated a valid patient impedance was recognized approximately 1 1/2 minutes into the call and CPR prompts were initiated 6 seconds later. The event data ended after the device was on for less than 3 minutes and less than one minute after the electrode pads were applied. The user did not have the electrode pads attached to the pt when the device was turned on and the device recognized the signal it was presented. The device is designed to go into the CPR cycle when a valid patient impedance is not recognized. Once the pads were applied to the pt, the user could turn off then on the device to begin an analysis of the pt. Zoll has determined this device worked as designed and configured. This investigation will be closed as device meets specification. Analysis for reports of this type has not identified an increased in trend.

Event description:
Complainant alleged that upon arriving at the scene of a car accident to treat a pt (age and gender unk), the user turned on the device prior to attaching the electrode pads to the pt causing the device to begin the 2 minute CPR cycle. The complainant alleged there was a delay in using the analyze function on the pt due to the 2 minute CPR cycle was still running when they attached the pads and were ready to analyze the pt. Complainant indicated that the pt subsequently expired.